Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the customer stated that if an item broke during procedure, the staff would be thoroughly checking when removing the item from the trocar to ensure all pieces were present and accounted for.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the small grasping retractors instrument wire broke mid case. The procedure was completed.